Event description:
Pt underwent a peripheral vascular surgery in 2009. It was reported that, after graft suturing, a bleeding from sutured area of the graft was noted. Bleeding was stopped using fibrin glue. Graft remained implanted and pt was reported to be fine.

Manufacturer narrative:
Note: all info contained in this report was provided by the manufacturer. No product eval was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the water permeability testing indicated a value well within product specifications. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. In addition, suture strength testing was performed on a product from the same fabric than the complaint device. Suture retention testing (at 90 degrees and 45 degrees) indicated values within specifications. No conclusion can be drawn. However, the testing performed on similar product would tend to indicate that the device was not defective.